Event description:
During a saphenous vein harvest it was reported that bleeding was experienced while using the thermal ligating shears to harvest both the upper and lower leg veins. The clinician placed drains in the leg that were filled up quickly and had to go back in after closing. Bleeding was routinely controlled and there were no reported pt complications as a result of this event. The device was not retained nor returned for eval. The attending sales representative reported that this was the clinician's first use of the device, and that the clinician was impatient and did not wait long enough before applying tension/traction or attempting to use a sawing action with the device. The sales rep reported that there were no indications of a product performance problem or malfunction and that it was their opinion that the event was the result of the clinician's technique.